Manufacturer narrative:
Corrected information has been provided in d4 (catalog & serial). Hemolysis/ miwb: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. Upon arrival to the ICU, hemolysis was noted in the urine. Echocardiography was ordered, and the impella catheter was measured at 5.5 cm. Dr. (B)(6) was notified, and the performance level was initially reduced. After dr. (B)(6) repositioned the device to a depth of 3.5 cm, the performance level was increased. The patient survived to explant. The reported hemolysis requiring device repositioning may be influenced by patient-specific factors such as underlying ami/cgs physiology, severe hemodynamic instability, renal dysfunction, and initial suboptimal device position

Manufacturer narrative:
Updated information: d4 catalog number updated.